Event description:
It was reported this was a procedure to treat an unknown femoral vessel. A prostyle device was inserted. However, during deployment, the black portion of the device broke off and became stuck in the anatomy. The patient was then taken to operating room (or), and a vascular graft was performed in order to remove the device. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported sheath separation and entrapment could not be determined. Factors that may contribute to a sheath separation include, but not limited to, challenging anatomy, high angle of insertion, excess downward force, or twisting or torsional pressure. The separated sheath likely contributed to the subsequent device entrapment. The treatment appears to be related to the circumstance of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.